Event description:
It was reported to boston scientific corporation that a hair was identified at the bottom left corner inside the packaging of a flexiva 550 laser fiber. The customer could not confirm if the hair was discovered during unpacking or preparation for a procedure. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event.

Manufacturer narrative:
Device (B)(4) relate to the fiber. Visual examination of the returned device revealed that a hair was observed on the bottom left hand side; inside the sealed pouch. A supplier corrective action (scar) has been initiated to further investigate the event of compromised sterile barrier.